Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that there was insulin leakage from the infusion set. She noticed the leak when she smelled insulin and when the infusion set adhesive became wet. Infusion set is changed every 3 days. Patient does not know how long the infusion set was in use before the leak occurred. Headsets are inserted manually and at an angle. There was no pooling of insulin under the skin. Patient changed the headset and the leak resolved. Follow-up was completed with patient on (B)(6) 2011, and patient confirmed that the leak came from the infusion set cannula. Alleged infusion set was discarded and no product was requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.